Manufacturer narrative:
Patient did very physical work following implant of the disc. This may have contributed to the reported migration; however, no definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.

Event description:
Patient contacted depuy due to post-op complications following implant of the charite artificial disc. Patient reports that he was implanted with the disc in 2005, at l4-l5. He reports, have a great outcome for the first year. Patient is a corrections officer and when he went back to work, he did perform very physical activities. About a year after surgery, his back began to hurt again. He reports that the charite device migrated on x-ray. His surgeon performed a posterior fusion on (B)(6) 2008. He returned to work but in (B)(6) 2009, was forced to stop working after hurting his back again at work. As the patient reported an adverse outcome, an MDR is filed to document this event.